Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative via phone call regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient's tremor symptoms on the left side increased and contacts 4 and 5 had low impedance therefore the healthcare professional reprogrammed the patient on contact 6 which was not ideal. Symptom onset date was not determined but the patient had fallen right on the device approximately one month prior to the call. Replacement surgery was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.